Event description:
It was reported that after an interventional coronary procedure, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, difficulty was encountered parking the foot as the needle plunger was not removed prior. The needles were disengaged from the cuffs and the device was pulled out from the vessel causing a small tear in the artery. To control bleeding a 6-french sheath was inserted, but bleeding continued around the sheath. A 7-french sheath was inserted until the antithrombotic effects of the anticoagulants wore off and the activated clotting time was 175-seconds. The sheath was removed and manual arterial compression was applied to achieve hemostasis. No treatment was required for the small tear in the artery. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Failure to follow steps - reportedly, difficulty was encountered parking the foot as the needle plunger was not removed prior. Per the proglide device instructions for use under the smc device placement 5f-8f sheath section the operator is instructed use the thumb as a fulcrum on the handle, gently disengage the needles by pulling the plunger assembly back (in the direction marked #3) and completely remove the plunger and needles from the body of the device. Relax the device and then return the foot to its original closed position by pushing the lever (marked #4) down to the body of the device. Do not attempt to remove the device without closing the lever.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty removing the device and difficulty parking of the foot were confirmed. The evaluation indicated the needles were deployed and both cuffs were attached to the needles. However, the needles had not been disengaged and removed prior to returning the foot to its original closed position. The instructions for use state under smc device placement 5f-8f sheath, to deploy the needles by pushing on the plunger assembly (in the direction marked #2) until you visually confirm that the collar of the plunger makes contact with the proximal end of the body. Using your thumb as a fulcrum on the handle, gently disengage the needles by pulling the plunger assembly back (in the direction marked #3) and completely remove the plunger and needles from the body of the device. Relax the device and then return the foot to its original closed position by pushing the lever (marked #4) down to the body of the device. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.